Event description:
It was reported that the customer experienced high blood glucose levels because she did not have the insulin pump with her. The customer's blood glucose at the time of the call was 167 mg/dl. The customer stated that her insulin pump showed a black circle next to the reservoir icon. The customer declined troubleshooting for her high blood glucose and the check settings alarm. The customer stated that everything was fine and that the circle had gone away. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.